Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl defibrillator paddles were not functioning. There was no negative patient impact.